Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: january 30, 2015. The investigation of the device history records shows no irregularities or non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a titanium elastic nail (ten) broke as the operating team was prepping the patient for surgery on (B)(6) 2015. The broken device did not break in the patient, but a two (2) minute procedural delay was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device ( 2.0mm ti elastic nail 440mm, part number 475.920, lot number 5933003). The titanium elastic nail was analyzed for conformance to print specifications as well as the device history record, as previously reported, was researched; no abnormal findings were identified. Manufacturing and inspection records indicated there were no issues with the lot in question. The cross section of the broken surface shows no irregularities; therefore it is likely that too much mechanical force beyond the calculated design tolerance was applied during preparation, which resulted in the breakage of the nail. The measurable dimensions of the nail were as far as possible checked and found to be in compliance with the technical drawings and specifications. Hardened ti6a/7nb alloys are not recommended to multiaxia/ deformation. Without additional information and the entire device, a root cause cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.